Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited oversensing of noise and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. This resulted in a signal artifact monitor episode and activation of the lead safety switch (lss) feature, which, changed the lead configuration to unipolar. The noise was able to be reproduced with patient isometrics. Technical services (ts) reviewed the stored episodes and discussed that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature. The physician suspected the ra lead was fractured. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
This report is being filed to update the evaluation conclusion code.